Event description:
The second report of two from the same facility involving a second cusa excel 36khz straight handpiece. MFR report# 3006697299-2012-00031 "at the beginning of the liver surgery the cusa had "limited output". The hand piece did not deliver the power expected and the second unit that was tested had the same issue. The procedure was delayed of 25 minutes, but the surgery was completed with a third unit that functioned. The patient did not incur an injury as a result of this event. Therefore, further action regarding the surgery was not necessary.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.